Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hip surgery ("hip surgery"), was found to have uterine cancer ("uterine cancer") and breast cancer ("breast cancer"), experienced fibromyalgia ("fibromyalgia") and abortion spontaneous ("lost of baby") and was found to have a pregnancy with contraceptive device ("lost the baby/caused by me e-hell"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine cancer, breast cancer, fibromyalgia, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The reporter considered abortion spontaneous, breast cancer, fibromyalgia, hip surgery, medical device removal, pregnancy with contraceptive device and uterine cancer to be related to essure. The reporter commented: patient reported she lost her baby after tube removal. Concerning the injuries reported in this case, the following ones were reported via social media. ,miscarriage,hip surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-pregnant with essure, device ineffective and miscarriage. Reporter added. On 23-mar-2020: social media content. Event added-hip surgery. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), uterine cancer ('uterine cancer') and breast cancer ('breast cancer') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine cancer (seriousness criterion medically significant) and breast cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine cancer and breast cancer outcome was unknown. The reporter considered breast cancer, medical device removal and uterine cancer to be related to essure. The reporter commented: patient reported she lost her baby after tube removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine cancer ("uterine cancer") and breast cancer ("breast cancer") and experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine cancer, breast cancer and fibromyalgia outcome was unknown. The reporter considered breast cancer, fibromyalgia, medical device removal and uterine cancer to be related to essure. The reporter commented: patient reported she lost her baby after tube removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: fibromyalgia. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine cancer ("uterine cancer") and breast cancer ("breast cancer"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine cancer and breast cancer outcome was unknown. The reporter considered breast cancer, medical device removal and uterine cancer to be related to essure. The reporter commented: patient reported she lost her baby after tube removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.